Event description:
It was reported that the right ventricular lead may be fractured. The lead was oversensing and had high pacing impedance, which triggered the lead integrity alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert was triggered on (B)(6) 2013 for abnormal lead impedance and ventricular short interval counts (v-sic). The pacing impedance rose from a baseline of 850 ohms to greater than 4000 ohms the week ending (B)(6) 2013. There were 15 non-sustained tachycardia episodes with a v-v cycle length of less than 220 milliseconds recorded between (B)(6) 2013 and (B)(6) 2013. This device was included in that field action and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Subsequently the distal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).